Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00182 on (B)(6) 2021. Additional information (29-jul-2021): siemens reviewed the information provided and did not identify a reagent or method-specific issue. No other samples were affected. The customer observed no issue with quality control (qc) recovery. Qc was within range on the day of the event. The siemens cse performed services on the atellica ch 930 analyzer which included, replacing the dilution mixer and performing alignments on the mixers and probe arms. The customer has not observed a recurrence post-service. The cause of a discordant falsely elevated carbon dioxide, concentrated (co2_c) result on one patient sample is unknown. The customer is fully operational, and the analyzer is performing as expected. No further evaluation of the device was required. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that quality control (qc) was in range, and no other results were considered discordant. Siemens is investigating.

Event description:
The customer obtained a discordant falsely elevated carbon dioxide, concentrated (co2_c) result on an atellica ch 930 analyzer. The customer used the same sample tube and an alternate analyzer for repeat testing. The customer noted the repeat result was within range and consistent with the patient's history. The repeat result was reported as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.